Manufacturer narrative:
No device deficiency reported. Cardiac perforation and tamponade are known potential adverse events of catheter ablation procedures.

Event description:
During a pulmonary vein isolation procedure (pvi) to treat atrial fibrillation, a significant drop in blood pressure was observed when attempting to access a left common pulmonary vein (lcpv), with perforation of the left atrial appendage suspected. An echocardiogram confirmed cardiac perforation. Pericardiocentesis was performed and verbal communication with the patient was confirmed.